Event description:
A pt reported that the meter would not power on. Pt replaced the batteries, but was not able to test for a week. Pt did not have any symptoms. Pt went to the hosp and the blood glucose levels were low (unk what the result was). Pt received an IV. This case is reported as a malfunction due to the issue not being resolved with troubleshooting. No further info has been reported.